Manufacturer narrative:
One tapered screw-vent implant, (tsvmb11) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified fracture around the mount hex. There was no allegation against the implant; this investigation addresses only the mount and reported/related event. Functional testing was irrelevant for the reported event. DHR review was completed for the subject lot number 1255487. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255487 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documentation was reviewed. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ improper techniques used during placement / excessive torque. Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
Doctor reported fracture of the mount collar during the implant placement. Procedure completed. Tooth # 30.

Event description:
It was reported fracture of the mount collar during the implant placement. Procedure completed. Tooth # 30.

Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided .patient weight unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.